Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged controller¿s power cable was not able to be determined. The system controller was not returned for evaluation and no additional information was provided regarding the reported event. A log file provided by the customer was reviewed. The log file contained events recorded from (B)(6) 2020. There were multiple low voltage advisory alarms recorded on june 5 while the controller was connected to 14v batteries. There was also a brief speed reduction below the low speed limit. A specific root cause for the alarms captured in the log file was not able to be determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report # 2916596-2020-03091. It was reported that the patient had a low speed operation down to 7020 rpm (below the patient's set low speed limit). The patient also has some wire damage on the controller side of the cable. The vad coordinator stated that they will be changing the patient's controller. No pump off alarms occurred. A log file review was requested. The log captured a long string of low voltage events on (B)(6) 2020 at 20:10 while using battery power and continued until 20:46. Also noted during these events was a low speed event at 20:44 with speed noted at 7020 rpm. Technical services spoke with the vad coordinator. Per the conversation, the patient does not have any signs and symptoms of heart failure or any other issues. Ldh was currently pending. Technical services advised the vad coordinator to have the patient call in with any further similar events. The patient was given new batteries but may want to check the battery clips for debris on the contacts or maybe try the backup battery clips.